Manufacturer narrative:
Patient information has been requested but not yet provided. A manufacturer placeholder number is used as the patient ID. Concomitant medical products: gore® excluder® iliac branch endoprosthesis, internal iliac, hgb161207, sn (B)(4). Gore® excluder® aaa endoprosthesis, trunk - ipsilateral leg, rlt311413, sn (B)(4). Gore® excluder® aaa endoprosthesis, contralateral leg, plc271000, sn (B)(4). Gore® excluder® aaa endoprosthesis, contralateral leg, plc271000, sn (B)(4). The name of the physician has been requested but not yet provided. Device remains implanted. Product history review is still in progress. Additional information regarding the complaint has been requested but not yet provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that a patient was treated for an aortic pathology with a gore® excluder® iliac branch endoprosthesis on (B)(6) 2016. On (B)(6) 2022, the underwent a coil embolization procedure and implantation of a flared limb. The patient had previously presented with dilation of the central iliac artery before it was determined a reintervention was needed.

Manufacturer narrative:
Corrected event date.

Manufacturer narrative:
Medwatch #2953161-2022-01152 was sent in error. Additional received information determined that this event is not reportable to the FDA and therefore the medwatch will be retracted. A review of the manufacturing records indicated the lot met pre-release specifications. There is no allegation against this device. It was implanted on the right side but the allegations regard disease progression on the left side, involving only the left common iliac artery. Only the allegation against the implanted gore® excluder® aaa endoprosthesis (our ref no. (B)(4) is reportable.